Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation could not confirmed or reproduce the upstream occlusion alarm. The ultrasonic sensor was determined to be a failing component which is known to contribute to upstream occlusion. The upstream sensor was replaced.

Event description:
During baxter's functional testing of a spectrum pump, the device alarmed upstream occlusion when no occlusion was present. There was no patient involvement.